Event description:
It was reported that after attempting to implant the lead the helix would not retract or extract. It was also reported that there was high impedance and positioning difficulty. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: facility aware date. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed), the helix mechanism, and the helix mechanism sleeve head.